Event description:
Event description guidant received information that the ventricular lead is sensing atrial signals resulting in the delivery of inappropriate shocks. It was further reported taht the ventricular and atrial sensitivity had already been programmed to least. In may 2004, guidant received add'l information that the patient underwent an ablation procedure to address chronic atrial fibrillation. Since this procedure, additional farfield sensing has occurred, which resulted in inhibition of pacing. However, the patient was not symptomatic with the inhibition.